Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved in an unintended way, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument exhibited imprecise motion when the master tool manipulator (mtm)s were manipulated. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The root cause could not be determined. The complaint regarding instrument moved with unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was not able to control the wristed needle driver instrument. The instrument moved in the opposite direction from what was directed in the surgeon console. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer initially contacted dvstat and was advised to reseat the instrument. However, the issue persisted after reseating so they used a backup instrument of same kind to resolve the issue. The unintuitive motion occurred while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the surgeon console. The instrument persistently moved to the opposite direction with no external collisions. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. There was no instrument-to-instrument or system arm-to-arm interference. No shakiness/ friction was observed. Additionally, the procedure was delayed for less than 30 minutes, and the patient was still under anesthesia at the time of the event. According to the surgeon, this event did not impact the procedure and patient¿s health and there was no injury to the patient as result of the event. The drape number was unknown, and it would not be returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved in an unintended way, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the wristed needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the wristed needle driver instrument moved with unintuitive motion and in an unintended way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The wristed needle driver instrument has been further tested and the initial failure analysis were partially confirmed. The instrument was placed on an in-house system and tested for intuitive motion. It was observed that the instrument exhibited unintuitive motion rather than imprecise motion. The instrument was found to move intuitively but in the incorrect direction, specifically the roll direction. The wrist would move opposite of the master tool manipulator (mtm) command. The instrument was removed from the system, and it was observed that the main tube was separated from the roll output which would have cause the observed unintuitive motion. The heat shrink was removed, and it was observed that the roll output was broken. There were no missing pieces.

Event description:
Refer to h10/h11 for follow-up information.